Manufacturer narrative:
The complaint device was returned for analysis with no original packaging or other devices. The guidewire was not returned with the balloon catheter. Blood was present in the entire length of the catheter. The distal outer shaft and the inner shaft were torn longitudinally from the guidewire exit notch to the proximal balloon weld, exposing 5cm of the corewire. The tip was damaged, appearing pushed in on one side. It appears that the balloon has not seen positive pressure due to the balloon wings being slightly folded. Because of the condition of the returned device, functional testing could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, catheter entrapment on a guide wire occurred. The target lesion was located in the distal segment of an unknown vessel. Another manufacturers' guide wire was inserted and this 2.00x30mm apex balloon catheter was advanced to the lesion without difficulties. Once to the lesion, an attempt was made to inflate the balloon; however, the balloon would not inflate. The physician attempted to withdraw the apex balloon catheter from the patient; however, it became stuck with the guide wire. The devices were removed from the patient together. After the devices were removed, it was noted under angio that a small portion of the guide wire remained inside the patient. The guide wire tip was successfully snared from the patient. The decision was made to end the case at this point and treat the patient with medical management. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during an unspecified treatment procedure, catheter entrapment on a guide wire occurred. The target lesion was located in the distal segment of an unknown vessel. Another manufacturers' guide wire was inserted and this 2.00x30mm apex balloon catheter was advanced to the lesion without difficulties. Once to the lesion, an attempt was made to inflate the balloon; however, the balloon would not inflate. The physician attempted to withdraw the apex balloon catheter from the patient; however, it became stuck with the guide wire. The devices were removed from the patient together. After the devices were removed, it was noted under angio that a small portion of the guide wire remained inside the patient. The guide wire tip was successfully snared from the patient. The decision was made to end the case at this point and treat the patient with medical management. No patient complications were reported and the patient's status is fine.